Manufacturer narrative:
A review of the manufacturer records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
After atherectomy, the powercross balloon was used. The balloon burst, separated from the pta catheter, and stayed in the body. There was no injury to the patient, however, the procedure time was extended. The powercross balloon shaft was removed, but the balloon material was retrieved with a snare 3 hours later.